Manufacturer narrative:
Updated sections: b5, g6, h2, h6, and h11. The device underwent calibration, and the o2 cell was replaced. Afterwards the issue was resolved.

Event description:
The event occurred while the ventilator was connected to a patient. There was no patient harm reported at the time of the reported incident.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the ventilator displayed a 224/150 error message. Complainant indicated that there was no patient involvement in the reported malfunction.